Event description:
Patient reported a right side rupture. Device remains implanted

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: not observed no further actions are required since no issue in the manufacturing of the device is observed.